Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the olympus sales representative reported that while installing the unit, there had been color bars on the monitor. The color bars had disappeared and then no image was displayed and the screen indicated no sync serial digital interface (sdi). The representative attempted using a known working cv-190 with the monitor and the known working unit lost its sdi signal too. Both clv-190 units were prevented from displaying an image from sdi out one (1) or two (2). The olympus sales representative speculates that the monitor may be the cause. According to the olympus sales representative, both cv-190s are being returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), there was no image from the serial digital interface (sdi) for two evis exera iii video system centers. There were no reports of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered no image was due to a defective patient board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause was determined to be due to a faulty patient board, as identified by device estimation. Olympus will continue to monitor the field performance of this device.